Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the stop screw holes in the can where the upholstery mounts are stripped out.